Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's daughter that the customer got hospitalized due to a broken cannula that stayed in the customer's body and may have led to a low. The customer had blood glucose of 46 mg/dl at the time of the incident. The caller did not mention how the customer treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The customer had worn their infusion set or 5 days as they were low on supplies. The insulin pump will not be returned for analysis.